Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels due to bent infusion set cannulas. The customer's mother stated that she and the customer had changed the insertion site 4 or 5 times because her blood glucose had shot up to 568 mg/dl. She stated that the infusion set cannula was found to be bent upon removal every time. She also reported that the insulin pump alarmed no delivery. The customer's blood glucose was 140 mg/dl. It was unclear whether the alarm had been resolved by a complete set or only infusion set change. She noted that this was a past event and could not troubleshoot for the matter. She also reported that the customer experienced low blood glucose after leaving the emergency room while using an infusion set which had a bent cannula. She was advised to call back during the high and low blood glucose events in order to properly address them.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.